Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information to reset the pump, and assisted with the reset. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while remaining vigilant for any future malfunctions.